Event description:
The reporter contacted animas on (B)(6) 2013 stating that the patient experienced a blood glucose levels as low as 30 mg/dl over the last 10 days. The reporter stated that the patient was sick several weeks earlier and the rates were adjusted to keep the blood glucose levels stable. The reporter stated that now the patient was having low blood glucose levels. The pump history was reviewed and confirmed that the total daily dose was adding up correctly, there were no large bolus amounts, there were no alarms or power interruptions noted, and the basal and bolus histories appeared accurate. The reporter was advised to discuss the possible need for rate adjustments with the patient's health care provider. This report is made based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/22/2014 with the following findings: there was no data from the time of the event available in the pump black box or history due to continued patient use. The available data in the pump black box and alarm histories showed no indication of errors or alarms associated with the complaint. The total daily does insulin delivery totals added up correct and correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.